Manufacturer narrative:
(B)(4). This lot was manufactured between august 27, 2012 and august 28, 2012. Baxter received one unit for evaluation. Visual inspection of the unit noted a dark orange liquid substance throughout the inside of the tubing. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the tubing of a large volume infusor. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary - ftir spectrophotometer scanning identified the dark orange liquid residue to be fluorouracil and dextrose. According to the label affixed to the device, it was filled with these two substances. The reported problem was not confirmed as the solution residue was not a device defect, as drug residue is to be expected after use. Should additional relevant information become available, a supplemental report will be submitted.